Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for the peritonitis included injection (inj) of reflin (1gm per day), inj of tobramycin (40 mg per day) and inj of heparin (2500 iu 0.4 ml per exchange). The outcome of the peritonitis was not reported. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.